Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the asymptomatic patient presented in clinic for device check after receiving a patient notifier for non-sustained rv oversensing. Loss of capture and lead dislodgment were observed. The lead was explanted and replaced when repositioning was unsuccessful. The patient was stable after the event.